Event description:
A male underwent initial endovascular therapy in late 2007. The patient had a larger seal zone (23mm - 24mm) so physician coil embolized the other side during the initial implant and placed one flex main body and two iliac leg grafts. Over time a type ib endoleak developed due to the aneurysm's continued growth and more dilation so the physician went back five days later and coil embolized the other side and placed two additional iliac leg grafts past the hypogastric to seal in the external iliac artery. Patient's condition is unknown at this time.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. At this time we are able to determine the exact cause of the endoleak. However, we have notified the appropriate individuals and we will continue to monitor for similar events.